Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the right ventricular (rv) lead's terminal pin became stuck in the header of the pacemaker. The pacemaker was explanted as planned and the rv lead was surgically abandoned. A new pacemaker and lead were successfully implanted. No adverse patient effects were reported.